Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the "up" "down" and "ok" buttons are unresponsive. This report is being made based on the alleged keypad malfunction.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the down arrow button was found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, evidence of moisture was found behind the display lens. A pump leak test was performed and a case seal leak was found. Observation also found that there was a small crack at the ir window. When the pump was opened, moisture was found on the internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).